Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer in order to complete an investigation, however, no additional information related to the event was provided. The reported problem could not be confirmed and a cause could not be determined.

Manufacturer narrative:
Addition information provided by the user facility reported that the reprocessing methods are as follows: pre-cleaning is being performed immediately after a procedure. After the procedure is done suction is performed using enzymatic detergent, then suction water, then suction air. Then using a sponge with an enzymatic [cleaner] we clean the outer surface of the scope from clean to dirty. Then the scope is placed in bag and tagged dirty. Then taken to manual washing. The endoscope is being leak tested prior to manual cleaning with a leak tester. The endoscope channel is brushed during manual cleaning using a single use brush. The endoscope is then placed in the facility¿s automatic endoscope preprocessor (aer) for reprocessing. The recommended cleaning and disinfectant solution used with the aer. The minimum effective concentration is being checked before starting each wash cycle. There has not been any problems noted with the aer. The last preventative maintenance for the aer was (B)(6) 2018. The last reprocessing in-service conducted by an endoscopy support specialist (ess) was on (B)(6) 2017. There has been no any change in the facility¿s reprocessing personnel since the last on-site visit by the ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in hepa filtered cabinets. An investigation is ongoing to obtain more detailed information regarding the reported events. A review of the instrument history was performed and showed the device was last returned for service/repair (B)(6) 2018 for an annual inspection. The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the scope cultured positive for an unknown organism after reprocessing. The user facility reported that the scope was cultured a second time and tested negative. There are no associated patient infections.